Event description:
There was a sudden cessation of the motor pump on the impella. The rep was called and they advised us to pull it back 30cm into the aorta. Because if it was left in the ventricle, there would be 1 l/min of backflow into the heart and the patient may not tolerate it. The MFR response has been none as yet.